Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, EKG/ECG changes, and thrombosis are listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. (B)(4). Post procedure pt develops chest pain and return of st elevations. Returned emergently to cath lab at 1100. Films reveal subacute thrombosis of previously placed stent in proximal portion of lad. Timi 0 flow. Dilated with 3.0x20 apex restoring flow, with resolution of chest pain and st elevations. Then placed 2 stents, a 3.0x18 xience v rx more proximally and a 3.0x15 xience v rx more distally. All stents overlapped. Stented segment post dilated with 3.5x20 nc quantum apex rx. Final films reveal 0% residual stenosis, timi iii flow. Integrilin bolus and drip in addition to previous medications. Pt discharged (B) (6) 2011 on medications including asa and prasugrel. Films reveal a totally occluded lad proximally extending into mid portion of a previously placed stent. Bms approx 2006- occluded lad dilated with 2.5x15 nc quantum apex, then placed a 3.0x28 xience v rx stent. The mid portion of that stent post dilated with 3.25x20 nc quantum apex. Medications including asa, angiomax and prasugrel. Films reveal no residual stenosis and timi iii flow.

Event description:
It was reported that patient was admitted to the hospital on (B)(6) 2011 after presenting with angina that had lasted 36 hours; an electrocardiogram revealed an elevated st segment. Cath lab films revealed a totally occluded proximal left anterior descending (lad) coronary artery, extending into the mid portion of an unspecified bare metal stent that had been implanted in approximately 2006. Pre-dilatation was performed using a 2.5x15 non-abbott balloon dilatation catheter, followed by deployment of a 3.0x28 xience v rx stent, then subsequent post-dilatation using a 3.25x20 non-abbott balloon dilatation catheter, resulting in no residual stenosis and a timi flow of iii. Approximately two hours post-procedure, the elevated st segment and angina returned; additional films revealed in-stent thrombosis in the proximal lad. The lad was, again, post-dilated, with a 3.0x20 non-abbott balloon dilatation catheter, restoring timi flow and resolving the angina and st segment elevation. A 3.0x18 xience v rx was deployed proximally and a 3.0x15 xience v rx was placed more distally, with all stents overlapping, and all stents were post-dilated with a 3.5x20 non-abbott balloon dilatation catheter. The patient was treated with an integrilin bolus and intravenous drip, then subsequently discharged with no reported adverse patient sequelae. No additional information was provided. Maude event report received states volun 11-apr-2012: on (B) (6) 2011, pt admitted with chest pain 36 hrs duration, EKG in ambulance with st elevations, taken directly to cath lab at 0836.